Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Were any concomitant procedures performed? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Do you have plans to perform any intervention? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2015. Four months post-op, a small mid-urethral erosion of mesh was identified. The patient is well and asymptomatic. The patient is being monitored but no treatment required, mesh left in situ. Patient is happy with the outcome of her treatment. Additional information has been requested.